Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio-identification scanner did not scan or allow login despite multiple reboots. A technical support specialist dialed in and after reviewing the station logs, tss confirmed that earlier failures were present; however, recent user logins showed normal functionality, as the drivers had been re-loaded. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not scanning, the light indicator was shown but it would not authenticate or allow the user to login. Customer tried rebooting the device, but the issue still persisted. However, there were no delays or adverse events or injuries reported based on this event.